Event description:
Related manufacturer report number: 3006705815-2023-05854. Additional information was received that both leads migrated. Surgical intervention occurred wherein both leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.